Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic gastroscopy procedure, the gastrointestinal videoscope¿s camera was not focusing. The issue occurred while the patient was under sedation and the device was inside the patient. The procedure was completed with the same device. There were no reports of patient harm.